Event description:
Report was identified during a recent FDA inspection at the mfg facility. Refer to report number 3002806945. Complaint description: unable to deflate balloon -> unable to remove catheter. Had to be removed with ultrasound from 2 pts.

Manufacturer narrative:
The adverse event is deemed serious as it required medical/surgical intervention to puncture the balloon in order to remove it from the bladder. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because other attempts to remove it failed and it would only come out after the procedure. Reported to the FDA on (B)(4) 2012.